Event description:
Maquet vasoview hemopro 2 endoscopic vessel harvesting system's coagulation feature was not responding to an increase in the coagulation setting. A second like device was opened and utilized for the remainder fo the case without incident. Diagnosis or reason for use: radial artery harvest for CABG.